Manufacturer narrative:
Event is still under investigation.

Manufacturer narrative:
Based on the information provided, the valve leaked from the section where the sheath connects to the sheath collar. No adverse effect was noted, however, the patient had to conduct the procedure quickly to prevent blood loss. During investigation, a review of complaint history, device history record, instructions for use, manufacturing documentation and specifications was conducted. The complaint device was also evaluated by visual inspection and functional testing. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design validation has been conducted and design verification testing included hemostatic valve leakage testing. The returned device was examined on 11/18/2014. The captor ins valve was functional. There was one tear in the webbing of a silicone disk. The device was leak tested with a syringe and tap water. The sheath leaked at the joint between the sheath and the valve collar. Due to this leakage, leakage through the silicone discs of the valve could not be evaluated. The valve was then disassembled. The flare of the sheath was not properly captured in the valve, which resulted in the observed leakage. Based on the investigation evaluation, the leakage occurred because the flare was not properly captured in the valve. It is unknown whether this damage occurred during manufacturing or at some point later during shipping or during the procedure. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
Per initial statement, the hemostatic valve was leaking in the proximal part of the valve during the deployment of the graft. Per rep ib (B)(6) 2014 the procedure went well and the device is in place without any issue. The physician did the deployment as quickly as possible because the patient was losing blood on proximal part of the valve as it was leaking. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Per initial statement: the hemostatic valve was leaking in the proximal part of the valve during the deployment of the graft. Per rep on (B)(6) 2014: the procedure went well and the device is in placed without any issue. The physicians did the deployment as quickly as possible because the pt was losing blood on proximal part of the valve as it was leaking. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.